Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 to treat stenosis. Sometime post-op, the rod was found broken. No revision surgery is scheduled. No patient complications were reported.